Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The ccc found the customer's quality control (qc) was in range at the time of the event. Siemens is investigating the event.

Event description:
A discordant, falsely elevated lactate dehydrogenase result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was released to the physician(s). The customer repeated the same sample on the same instrument, resulting lower. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated lactate dehydrogenase result.

Manufacturer narrative:
The initial MDR 2517506-2017-00129 was filed on february 02, 2017. Additional information (03/21/2017): a siemens headquarters support center (hsc) reviewed the event. Hsc found multiple e111: h interference errors on multiple samples. A review of the customer's quality control (qc) showed that it was within range at the time of the event. Hsc stated that lactate dehydrogenase is very sensitive to sample handling, there can be platelets and cellular debris which can cause erroneous results. The cause of the discordant, falsely elevated lactate dehydrogenase result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.